Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer alleged the insulin pump was over delivering insulin due to customer feels her blood glucose are being taken down too low when she gives recommended amount of insulin. The customer blood glucose level was 271 mg/dl, 355 mg/dl and 144 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with apple juice, jelly, 4 sweet tarts, crackers and some milk. Customer had a delay was about 40 minutes until she was able to actually eat. Customer stated that drive support cap was normal. Customer reported programming was accurate. Customer stated when she boluses she had a lot of hypoglycemia. Customer was using dexcom, sensor glucose was reading low. Customer blood glucose was taken then and it was 47 mg/dl. The insulin pump as well as reservoir will be returned for analysis.